Event description:
Faulty operation of a device was reported by a distributor in france, where the pump exhibited a data error alert and a corrupt registry alert. There was no information about the impact on the customer's blood glucose level. The faulty device was scheduled for return, and a replacement pump was provided with the new serial number noted.